Event description:
It was reported via repair work order that the fowler was not able to lower to it's flat position due to malfunction fowler actuator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.